Manufacturer narrative:
It is unknown whether this lead will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this chronic right ventricular lead was removed and replaced due to lead failure. No further information regarding the lead failure was able to be obtained despite attempts to obtain. No adverse patient effects were reported.